Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked approximately 1.0 cm and 4.0 cm from the hub. The device was ovalized approximately 29.5 cm, 31.0 cm, 33.5 cm, from 123.5 ¿ 131.5 cm and from 133.0 ¿ 134.0 cm from the hub. Conclusions: evaluation of the returned cat6 revealed ovalizations on its distal end. It should be noted that the devices were returned with the distal end of the cat6 inside of the distal end of the 6f non-penumbra sheath. If the device is forcefully gripped or mishandled, damage such as an ovalization may occur. If the device is ovalized, resistance may be encountered during advancement. During functional testing, a demonstration cat6 was able to advance through the 6f non-penumbra sheath without issue. Based on the return condition and reported complaint, the root cause of the inability to advance the cat6 through the 6f non-penumbra sheath could not be determined. Further evaluation revealed a kink near the hub and additional ovalizations along the cat6. These damages were likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the mesenteric artery using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician felt resistance while advancing the cat6 through a non-penumbra 6f sheath, however, the procedure was successfully completed using the cat6 and the same sheath. There was no report of an adverse effect to the patient.